Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the 4fr small veins catheter was installed in a pediatric patient and had to be removed early, so treatment could not continue at that time. The catheter remained with the solution and chemotherapy. Care was taken to ensure that it did not come into contact with bd or hospital staff, using the protective cover. Another PICC catheter was inserted to complete chemotherapy. No other intervention was needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed an implanted catheter. A leak was observed near the molded joint during attempted infusion. No details of the leak site could be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the sherlock PICC catheter was reported to have fractured at the base where it attaches to the stabilizing fins during medication administration. Patient's chemotherapy treatment was interrupted. No other information was provided.